Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient¿s lactate dehydrogenase (ldh) was elevated to 783 u/l, and that the patient was subsequently admitted. The patient was placed on a bivalirudin infusion for several days, and the ldh decreased to the 500 u/l range. Ramp echocardiogram was performed, and was negative for device thrombus. It was reported that the patient¿s ¿massive body mass index¿ resulted in poor surgical candidacy for device replacement. The patient was scheduled for a device exchange on (B)(6) 2017; however, the ldh continued to decline into the 400 u/l range. The device exchange procedure was placed on hold. No additional information was provided.

Manufacturer narrative:
No product was returned for investigation. The report of suspected pump thrombosis and a specific cause for the elevated ldh cannot be conclusively determined. The patient remains ongoing on vad support with no further thrombus related issues. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.